Event description:
It was reported that a homechoice device experienced an unspecified alarm. This occurred during an unspecified phase of peritoneal dialysis therapy. The patient cleared the alarm. It was not reported if the patient was able to complete therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). As the device was not returned, a complete device analysis could not be completed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.